Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: creases and one curved opening. Leak test and microscopic analysis was performed which identified: one sharp opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: one sharp opening assessed as unidentified (tear) opening.

Event description:
Healthcare professional left side "te breakage" of a tissue expander that was implanted for over 6 months. The device has been explanted.

Manufacturer narrative:
A review of the further investigation has been initiated. If any new, changed, or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation was deflation with tissue expander implanted for over 6 months. Further information from the reporter regarding event, product, or patient details cannot be requested at this time. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional left side "te breakage" of a tissue expander that was implanted for over 6 months. The device has been explanted.